Event description:
It was reported that with the patient¿s first trial, a basic evaluation, the lead pulled out after 1 day. The first trial took place in 2015. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).